Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Root cause: est7 set/tail/head, excessive use/abuse. The 1:5 attachment most likely overheated in the file due to bur end bearing destruction and free roaming ball bearings which created friction within the head cavity during use.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.